Event description:
Consumer called to report her meter reading higher than normal. Has had several episodes of low blood sugar over the past several weeks. Today, took too much insulin and went unconscious. Was treated by an off-duty nurse and revived.

Manufacturer narrative:
Consumer using expired product (exp date 06/30/2006).